Event description:
Additional information received confirmed the patient had a severe yeast infection that wasn't identified after her initial urinalysis. The patient was given antibiotics and after the infection was cleared up the implantable neurostimulator was turned back on. The patient felt no pain, and was "doing great" with her symptoms.

Manufacturer narrative:
Product ID: 3093-28, lot# v866630, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) had to be shifted in the implant site to help with discomfort in the "hip/butt" area, as well as not breathing correctly, due to the ins getting "caught" on a bone. This helped with the discomfort, but the patient was in bed for two days and became dehydrated. Before the event, "everything was working beautifully and the therapy was amazing." The ins had "caught" on the bone approximately three other times, but did not experience the same nerve pain. The patient saw white in their panties and associated it with a potential yeast infection. This had not been brought to the attention of the physician. No medical procedures were done to elicit this pain, clarified by MRI and therapeutic ultrasound. The ins could be moved in the pocket. Additional information received reported the patient experienced excruciating pain when stimulation was turned on, even at low volts (0.1 volts). The pain was located on the right labia, where stimulation was typically felt. Reprogramming did not resolve the issue; the patient felt pain on all contacts. The patient had a monarch swing/robotic hysterectomy performed three weeks prior to reported event, two weeks following this, the patient started to experience pain/sensitivity to stimulation. Current impedance measurements were normal. During those two weeks, she had stimulation on and no problems. No por occured for the procedure and the device was turned off during the procedure. When stimulation was turned off, the pain went away. Lead positioning looked perfect on xray. The nerve had some sort of sensitivity issue going on. The physician did not know or have an opinion on this topic. Additional information received reported that the yeast infection was being addressed by the physician. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v866630, implanted: (B)(6) 2012, product type: lead. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator.

Event description:
Additional information was received from the patient. The patient reported that their device was shocking them and was 'not stimulating' them. The patient tried turning down the stimulation and turning off the device but it did not help. The patient noted that it hurts when they have sex. The patient does not have insurance and cannot go to see their healthcare provider. It was reported that the ins moves around, sticks out, and is dislocated and you can see the corners stick out. The patient stated that they want to have the ins removed but they don't have insurance to pay for it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that since implant they had nothing but trouble. The patient stated that their device was shocking them from the outside, not the inside. The patient clarified that stimulation was too high and was actually shocking her in the vagina. The patient turned stimulation down as low as she could and it was still not low enough. The patient noted that they went to a healthcare professional (hcp) and the hcp stated that it would go away and that the patient needed to get used to it. The patient stated that it was not good and had to turn the ins off. The patient noted that she did not use her device anymore and would like to take the device out. The patient reported that the reason she does not use the device anymore is because it hurt. The patient noted that it hurt her right leg and that it started after the implant surgery. The patient later stated that it was hurting in the ins area and noted that the ins was on the right side. The patient reported that the ins moves around and was dislodged. The patient could feel the ins moving around in a circle. The patient noted that when it locks up it would lock up her whole leg. The patient stated they had a hip replacement and noted that it was not related to the device or therapy. The patient reported that the hcp did a hysterectomy and that corrected the urinary incontinence, they no longer leaked. The patient stated that it was just her leg and the device. The patient noted that it hurt so bad she was willing to let her husband take a knife and take the ins out. The patient was reviewed that the it needs to be a surgeon to take it out. The patient was to follow up with the hcp. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had problems from after the first month. The patient noted that no steps had been taken to resolve the shocking and ins moving around. The patient reported that they were still having problems and had not been able to see their hcp. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.